Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a left leg angio procedure, the balloon burst in the patient's popliteal artery at about 8 atm. Per the reporter, the patient's vessel was slightly calcified and they removed the balloon as they normally would. No extra tools were needed and nothing was left behind in the patient. According to the initial reporter, the patient did not require any additional procedures or experience any adverse effects due to this occurrence. The physician used another balloon to finish the intervention.